Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and intermittently would not capture at full output. The lead was capped and replaced. No patient complications have been reported as a result of this event.